Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd needle precisionglide 22x1-1/4in the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: pharmacist informs that the needle is clogged and when applying the drug to the patient, it sneezed in his face. Because of this problem with the needle, the patient was pierced twice. The reporter informed that this has been happening for a few months, and that she has already reported that the professional who was handling this same needle because it was clogged pierced the patient 3 times. - has the substance been in contact with skin or mucous membranes (eyes, nose and/or mouth)? Had contact, but immediately washed. - did the substance come into contact with the ppe (glove, glasses, mask, apron, etc)? The professional was wearing gloves.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd needle precisionglide 22x1-1/4in the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: pharmacist informs that the needle is clogged and when applying the drug to the patient, it sneezed in his face. Because of this problem with the needle, the patient was pierced twice. The reporter informed that this has been happening for a few months, and that she has already reported that the professional who was handling this same needle because it was clogged pierced the patient 3 times. Has the substance been in contact with skin or mucous membranes (eyes, nose and/or mouth)? Had contact, but immediately washed. Did the substance come into contact with the ppe (glove, glasses, mask, apron, etc)? The professional was wearing gloves.